Event description:
It was reported that one day post implantation of a vascular graft for a femorocrural bypass, the pt sustained a fall and experienced severe bleeding from the groin. Surgery was performed, which revealed an intact anastomosis; however, the mid-section of the graft was found to be torn. The graft was resected at the tear and patched; however, the graft was noted to be porous and another tear occurred at the revised suture seams. The graft was then explanted and another vascular graft was implanted. The pt is reported to be in stable condition.

Manufacturer narrative:
The serial number has been provided and the device history records are being reviewed. The investigation is currently underway.